Event description:
It was further reported that there were no problems with inflating the balloon. The balloon remained inflated for less than 30 seconds. The balloon did not deflate when the physician pulled negative with the manometer. The physician "decided to chase the air from the manometer and tried again on negative pressue, but the balloon did not deflate. The physician reinflated the small balloon to 2 atms and had finally succeeded in deflating the small balloon (more contrast visible under fluoroscopy), but he had difficulties to withdraw the balloon." The balloon was removed by the physician "approaching the guide catheter in front of the balloon" and pulling back. The device was removed from the pt intact but appeared "badly folded up." There were no pt injuries.

Event description:
It was reported that during a coronary stenting treatment procedure, dflation difficulties were encountered. The lesions being treated were in the right coronary artery (rca) 1 and 3. The pt was given heparin IV 50 units per kg. Via left radial approach, the physician predilated the posterior descending artery (pda) and the rca3 with a maverick 3.0 x 9mm balloon. The physician was able to place a liberte 3.5 x 12mm stent in the 70% stenosed rca3, followed by a liberte 3.0 x 12mm stent in the posterior left ventricular branch to treat a dissection. During direct stenting of the 70% stenosed rca1 lesion with a liberte 4.0 x 12mm stent, the physician encountered dificulty deflating the balloon. The stent was successfully deployed at 14 atms and the physician attempted to deflate the balloon. Under fluoroscopy, there was still some contrast material in the inflated balloon. The physician reinflated the balloon to 2 atms and attempted to deflate the balloon again. This attempt was also unsuccessful. The physician pushed the balloon distally and was able to remove the inflated balloon from the pt without any complications. The physician notes indicate that the procedure was successful and there was an excellent final result. The pt was started on asa and clopidogrel post procedure.